Event description:
A report was received that a patient was explanted two years ago because the leads were conflicting with her herniated disc. It was reported that because the patient was extremely thin, the ipg had begun to erode through the skin.